Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, the reported event most likely occurred due to corrosion of the universal plug unit, resulting in the communication error. Olympus will continue to monitor field performance for this device. Updated fields: d8, h2, h3, h6, h11.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flexible video scope displayed a b30 communication error during setup. No patient involvement was reported.